Manufacturer narrative:
A specific cause for the reported event could not be determined with the information available for assessment. No material was returned for investigation; however, log files from the time of the event confirm that the twiist automated insulin delivery (aid) system adjusted basal insulin delivery as expected in accordance with input from the continuous glucose monitor. The logs also show that the system delivered the owed volumes of insulin despite transient occlusion-like behavior. In addition, high glucose alerts were generated as expected and cleared by the user. The twiist aid system appeared to operate as expected. Based on the information available for assessment, a correlation between the twiist aid system and the user's symptoms could not be confirmed. The user remains ongoing on their twiist pump. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 21-dec-2025 and forwarded to millyard advanced medical products, llc on the same day. The user reported elevated blood glucose values and moderate ketones on 19-dec-2025. Upon removal of the infusion site, the user reported that the cannula was bent. The user performed a full infusion set and cassette change. The user reported two additional supply changes on 20-dec-2025 due to elevated glucose values, reporting a bent cannula at the infusion site with each change. The user also reported that one of the cannulas was occluded with blood and the twist automated insulin delivery system did not alarm. The user's glucose began trending down; however, upon waking on (B)(6) 2025, the user reported nausea and vomiting with elevated blood glucose over 400 mg/dl. The user went to the hospital with diabetic ketoacidosis and was treated with an insulin drip. The user was released from the hospital on (B)(6) 2025. According to the user, they usually use an infusion set with a steel cannula and have experienced issues with bent cannulas with other manufacturer's insulin pumps. The user remains ongoing on the twiist automated insulin delivery system.